Event description:
It was reported that the patient has pain and cracks in knee. It started in september of last year. The noise has been getting louder and worse. Patient states that his knee is sometimes numb.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain and crunching noises involving an unknown left stryker triathlon knee was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported by claimant as a result of a legal claim, that allegedly he was implanted with a left stryker knee (unknown at this time), on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital. He further alleges that he began to experience pain and crunching noises and underwent exploratory surgery on (B)(6) 2014 in which several parts were replaced.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker triathlon knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.